Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. Batch # 950a55. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with five gst60b reloads present. The reloads (b, c, d, e,) were received fully fired. The reload (f) was received unfired. The device was tested for functionality in the straight position with a returned reload (f) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the hemostasis controllable, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws, the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 950a55, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy the surgeon was firing a blue reload and it transected but did not seal the vessels. Surgeon fired three additional blue reloads across the bowl and bleeding still occurred. Another like device was used with a blue reload and it sealed the vessels. There were no adverse consequences for the patient.